Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported there was a 'cartridge sensor error'. There was no patient involvement.

Manufacturer narrative:
Corrected data: d4 ¿ UDI one device was returned for analysis. Visual inspection showed scratched lens, a bubbled dso seal and misaligned housings. Review of the event history log (ehl) showed cassette attach not recognized. A functional test was performed and the reported issue was not duplicated. The probable cause of the reported issue was due to user error or the cassette. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.